Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual evaluation no issues were found with the finish or markings of the device. No problem found.

Event description:
It was reported that during an anterior cruciate ligament tr-sc surgery the surgeon complained about the color of the device, which was black in the past and is now silver. Due to the reflected light the device glared completely on the operating table and are therefore not usable. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully withthe same device. It was not necessary to switch the surgical technique or do a second surgery.